Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, one arm on the patient side cart (psc) stopped working. As a result, the medium-large clip applier instrument that was installed was not working. The instrument was difficult/unable to remove. The procedure was aborted post anesthesia and port placement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and was told that no further information related to the event could be provided.

Manufacturer narrative:
No isi device related to this event has been returned for analysis. As a result, the root cause of the reported issue has not been identified. A review of the site's system logs for the reported procedure date was conducted. On (B)(6) 2022, two procedures were performed on system (B)(4). During one procedure, universal surgical manipulator (usm) 1 was not used after being draped and the cannula being installed. On (B)(6) 2022, 4 procedures were performed on (B)(4), and no usm-related faults were identified that would have required a stop of the use of any usms. This indicates that the system was successfully used on a subsequent date. This complaint is being reported due to the following conclusion: the customer aborted a surgical procedure post anesthesia and port placement due to an issue with the system usm and the medium-large clip applier instrument that was installed on that usm.